Event description:
The customer reported the air/water flow through the subject device was not smooth. The reported issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event. The user facility uses an olympus oer-aw endoscope reprocessor. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was foreign material clogging the air/water nozzle. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
During inspection and testing, service could not determine the kind of foreign material that was clogging the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 17 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the cause of the foreign body or the residual foreign body could not be determined. The event may be detected by following the device's instructions for use which states: ¿·operation manual preparation and inspection -inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function.¿ the event may be prevented by following the device's reprocessing manual which states: "-warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." "·manually cleaning the endoscope and accessories -clean the external surface - clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. -with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens and ensure that all surfaces of the distal end are thoroughly cleaned. -flushing detergent solution into the air/water channel - remove detergent solution from all channels" "·presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.¿ further evaluation of the device found that the distal end was leaking due to a crack in the cover caused by a shock, such as being dropped. There was insufficient angulation due to stretching of the angle wires. The angulation control knobs had play due to the internal bending elements being misaligned. Keytop #1 was damaged due to physical stress and handling. The name plate was peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.